Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that the hcp could not locate the septum. The hcp said the patient had gained a lot of weight so they were having difficulty because the pump was very deep now. The rep stated that they did not use manufacturer refill kits. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that there was a partial pocket fill during a refill procedure. The cause was determined to be that the patient's weight. The patient was taken to fluoro to do the refill. It was reported the issue was resolved at the time of the report. It was reported that the patient would be refilled at a surgery center from now on, and they requested a rep be present at the refills due to the ¿medication going into tissue last time.¿ no further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that cause of weight gain was unknown. Patient would be taken to surgery center(B)(6) to refill under flouro. The event had not been resolved. No further complications were reported.